Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5173302.

Event description:
Voluntary reports were received on 7/30/2025 and 08/11/2025.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5173212. B5: describe event or problem - correction/additional. E3: occupation - correction. E4: initial report also send to FDA - correction. G2: report source/g2 report source other - correction. H2: correction/additional information.